Event description:
(B)(4). After my last child was born (B)(6), I had the essure placed for permanent birth control. I have fought depression, been diagnosed with sleep apnea, heavy bleeding, extremely painful periods, nausea, heartburn, had endometrial ablation for the heavy bleeding, while the depression, anxiety, extreme lower back pain continue to worsen.